Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.